Event description:
It was reported by the rep that the (1) tlc55 and the (1) tlc75 were used during a thorocotomy-wedge resection procedure. It was reported that the stapler (tlc75) was closed on the lung tissue and would not fire. The instrument was removed; the lung tissue was crushed, causing a hematoma. A tlc 55 was then used during the completion of the case. A lobectomy was performed.